Manufacturer narrative:
Additional information in d9, h3 and h6. H10: the device was received for evaluation. Visual inspection with the naked eye showed that the product was wet. A leak test of the dialysate side was performed and a leak was observed. A crack in the welding zone was observed. The reported condition was verified. The cause was manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/23/2021.

Manufacturer narrative:
Initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on the cap of four units of polyflux 140h dialyzer during priming. There was no patient involvement. No additional information is available.